Event description:
The initial reporter stated they received discrepant results for 35 patient samples tested with the elecsys hcg test system ver. 3 on at least 28 different cobas e 411 immunoassay analyzers at 12 different sites and two cobas 6000 e 601 modules at a thirteenth site. Samples were tested on the e411 systems between november 2020 and november 2021. Samples were tested on the e 601 systems between january 2021 and august 2021. No incorrect results were reported outside of the laboratory. Refer to the attachment for all patient data. A serial number of (B)(4) was provided for one of the involved e411 analyzers. The serial numbers of the remaining e411 analyzers and e601 analyzers were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.